Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient developed capsular contracture, cyst and experienced a rupture in the breast implant. During visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. For the capsular contracture developed in the patient´s breast, mentor concluded that this was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. For all capsular contracture, late seroma and double capsules, the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After additional review of this file and with the information available, it has been determined that the mammogram suggested mass was a probable cyst. Pathology results have stated cyst. Should additional information be received, this file will be updated as applicable. Reason for device explant and/or reoperation: breast cyst, capsular contracture baker grade iii, rupture. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass, capsular contracture baker grade iii, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii, breast mass and rupture post procedure. As a result, patient underwent bilateral removal and replacement with non-mentor breast implants on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).